Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
Note: this report pertains to a cre fixed wire dilatation balloon and an alliance inflation syringe used during the same procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon and an alliance inflation syringe were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure on an unknown date. During the procedure, the pressure gauge kept dropping to 1 or 2 when the handle was released. The user continued inflation and over inflated the balloon. The balloon popped but did not break into multiple pieces and was removed from the patient. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event.